Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak alarm occurred during a routine hemodialysis treatment. No blood was detected in the waste line. The operator was not able to resolve the alarm. Due to the amount of time spent troubleshooting, rinseback of the pt's blood was not performed, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is due to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to perform rinse back of the pt's blood following an unrecoverable alarm. The operator reported that no blood was observed in the waste line. As noted in the user's guide, blood leak alarms may also be caused by air in the effluent and not an actual blood leak. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage will continue to monitor as part of the routine complaint process. Facilitity staff has been notified and will provide additional training regarding all procedures. Nxtage medical considers this report closed. No additional info will be provided.